Event description:
The event was received via mpxr. The medtronic rep was present at the case. The sizing information not was provided. The films were not received. The stent graft remains in the patient. The delivery system was discarded. An endurant stent graft system was implanted for the endovascular treatment of a 60 cm diameter abdominal aortic aneurysm. It was reported that the patient came in with flank pain and a CT scan was done. A type iii separation endoleak was discovered. The physician stated that the aortic remodeling was likely the cause or the type iii. The patient had a 32/70 cuff placed at the disjunction point and the type iii endoleak resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).